Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related or crack/crushed valve caused by incorrect air pressure setting for valving. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had broken inside of patient on two different occasions, balloon looked to have a large slit down the side. Patient did not pull on catheter, one time the catheter fell out while patient was showering. On a separate occasion the nurse was going to inflate the balloon and the port where the saline was instilled fell off and saline sprayed everywhere.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had broken inside of patient on two different occasions, balloon looked to have a large slit down the side. Patient did not pull on catheter, one time the catheter fell out while patient was showering. On a separate occasion the nurse was going to inflate the balloon and the port where the saline was instilled fell off and saline sprayed everywhere.